Event description:
I have an implant port, upon the nurse flushing the implant port, something went wrong and the port stop working, the nurse informed another nurse, this nurse attempted to flush the port again it failed to flush. Now I know implant ports will malfunction, but these nurses did not order an x-ray to find out why the port was malfunction, they sent me away to be seen by yet another nurse four days later this nurse knew the port was not working and again attempted to flush it without having an x-ray taken. I don't think this is procedure when an implant port malfunctions. None of the nurse's order an x-ray knowing the port was defective or did they inform the doctor at the facility of the dangerous situation the nurse's did not think of my safety knowing the port was defective. After three weeks and I was transferred to a (B)(6) medical ctr and I reported the situation to the oncology unit where I received the proper treatment, and it was found out that a piece of the port was now in my heart, I had open heart surgery to remove the piece. I am thinking that the nurses did not follow procedure when knowing what outcome could be without having an x-ray order at the time of the port malfunction. By not acting on the failure of the implant port, it put my life in danger. No info was put into the medical computer to alert the medical personnel at the medical center. Is there a protocol for implant ports failure and did these nurses follow it. I'm asking a question and reporting a dangerous situation for someone might did in a matter of this kind. "Thank you".